Manufacturer narrative:
UDI: (B)(4). A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported having an incomplete flap resulting in an aborted procedure. The surgery center indicated when using the laser, it created a partial flap. Through follow up, the surgeon stated the event occurred on both eyes but was able to lift the flap on one eye with no complications and was able to complete the treatment. On the second eye, the surgeon attempted to lift the flap and observed a paracentral cut at 1mm diameter and decided to abort the treatment.

Manufacturer narrative:
(B)(4). The laser system was examined and tested at the customer location by an amo field service specialist (fss). The fss indicated it was a normal lasik procedure where the top left quadrant, the surgeon had a button hole break through, on the flap of other eye, the surgeon noticed a change in color in the same position but did not realize the relevance unit he was lifting the second flap. The fss checked the z offset using fss¿s cones: -12/4, -14/3 and -13/5 the set point at is -17. The fss found the flaps created are 109 averages when asking for 110. The account cones come in at -22/9 and -26/10 creating average flaps of 126 for 110, however when checking the cone used, the fss read -12/10 and the tilt was angled to the top right of the treatment, where the break through occurred. The fss updated the z offset and now is reading -17/6, -15/6 and -18/4, the flaps created on these cones average 120 for 110, . The fss performed a field service checklist. . The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.